Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient pulled back on the purge cable resulting in the sterile sleeve separating from the catheter exposing over 10 centimeters of the sheath. A hematoma formed at the site and due to the compromised non-sterile nature of the catheter, the decision was made to explant the pump. Patient survived the procedure.

Manufacturer narrative:
The investigation for the reported access site bleeding and sterile sleeve damage has been completed. Based on available information provided by the complainant, the root cause of the access site bleeding issue was determined to be patient movement. The root cause of the sterile sleeve damage issue was use related to patient movement. This report is being filed as part of a retrospective review of historical records.